Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device's history log does show occurrences of the reported message which suggests communication between the airway pressure sensor and smart pneumatic module board is lost. The smart pneumatic module board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treating a patient (age & gender unknown), the device displayed "airway pressure sensing failure 1052" message. Complainant indicated that the clinician obtained bag valve mask to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.